Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric sleeve resection, the reload was fired but when the surgeon opened and removed the stapler, he noticed incomplete closure of staples in the first 1-1.5cm of length. The surgeon corrected the condition by oversewing with suture. No other adverse events were reported.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of three endo gia universal roticulator 60-3.5 single use loading units opened by the account and sixteen sealed devices of endo gia universal roticulator 60-3.5 single use loading unit. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was staple formation during the sleeve gastrectomy procedure. Visual inspection of the opened cartridges revealed that the loading units were fully fired. Visual inspection of the sealed cartridges revealed that the loading units had a full staple complement. Two anvils of the loading units were bowed and two knife bar assemblies were buckled. Additionally, two loading units had damage to the cutting edge of the knife blade noted during microscopic inspection. The loading units were loaded into a post market vigilance instrument for functional testing. The loading units were applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock features successfully prevented the loading units from cycling again. Visual testing of the returned opened products confirmed the products did not meet quality release specifications that were tested regarding the reported condition due to the damaged knives, bowed anvils, and buckled knife-bars, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Based on the trend, no enhancements or improvements were generated. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.